Event description:
It was reported that symptoms included overstimulation at an unknown location. It was noted that the event occurred during normal use. The product status was implanted and remains in service. The patient had x-rays ordered by the healthcare professional (hcp) on the date of report. It was noted that the patient would return to the clinic on (B)(6) 2014 for evaluation. The x-rays would be brought when the patient returned. The patient was told not to use the stimulator until evaluated. It was noted that the patient was not able to be seen by the manufacturer representative. The nurse at the clinic interrogated stimulation. It was noted that when stimulation was on the patient was getting shocked. It was noted that the manufacturer representative did not know how long this had been going on but seemed to be ¿a while.¿ the patient lived four hours form the clinic and had not made it before the date of report to be seen. The patient would be evaluated at the next appointment by the manufacturer representative. There was no diagnostic testing or troubleshooting performed but it would be performed in the future. It was further noted that it was hard to gather all the information from the patient. The patient was upset as they were not able to be seen by the manufacturer representative. The patient had an appointment in two weeks and the manufacturer representative would be present. It was noted that the patient had ¿multiple health issue¿ and had a cochlear implant the week of report. The patient¿s status was alive with no injury. Additional information received reported that the patient had an appointment on (B)(6) 2014 that the manufacturer representative planned to attend. Additional information received reported that the patient got in a ¿bad¿ car accident on (B)(6) 2013. It was unknown if stimulation was on at the time of the accident. The caller stated that when the patient turned the stimulation on later that evening they felt ¿bizarre very intense shocking down their leg.¿ it was noted that it was ¿bizarre stimulation.¿ it was further noted that it was ¿intense.¿ it was noted that prior to the accident the patient could ¿barely feel the stimulation.¿ it was noted that after the accident it was ¿so intense all the time¿ that it was painful and they had to turn the device off. The caller stated the following impedances at 1.5v, 201 pulse width and a rate of 31: c:0 381 24 ma, c:1 235 and 37 ma, c:2 391, c:3 206, 0:1 494, 0:2 752 and less than 15 ma, 0:3 494, 1:2 494, 1:3 287, and 2:3 489. The caller stated the patient was uncomfortable when the impedances were taken at this level and did not want to go higher. The patient was programmed at ¿-,-,+¿ starting at the top 0 contact, 7.1v, 185 pulse width and a rate of 65hz. It was noted that x-rays showed no migration. It was noted that the plan was to revise through neurosurgery. The caller was redirected to the patient¿s hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3587a, lot# lc2805, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
Additional information received 3 weeks later reported the patient had been referred to neurosurgery by the pain clinic for a lead revision. Additional information received a week later reported that the patient was referred to neurosurgery by the pain clinic to evaluate for a lead replacement. It was reported that the patient was "maybe delaying it until she gets it back here." A supplemental report will be sent if any additional information is received.